Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was starting to erode through the patient's skin. It was noted that the patient had become extremely thin. The ICD had reached elective replacement indicator (eri) battery status and was explanted.

Manufacturer narrative:
The device was replaced with a pacemaker due to the patient's other medical conditions. No further adverse patient effects were reported.